Event description:
Patient had a right total hip arthroplasty in (B)(6) 2013. He later tripped on stairs at home and required a revision on (B)(6) 2013 with biomet arcos system. Both the initial implant and revision were done at this facility ((B)(6)). On (B)(6) 2015, he was brought to (B)(6) from outlying hospital ER. Patient states he felt a pop the day before. He had hip pain off and on in recent months. CT scan at outlying hospital showed a complete fracture through the bowed bullet-tip distal stem and cone proximal body of the prosthesis of the right hip. Total revision was done on (B)(6) 2015 with the removal/replacement of the entire prosthesis. Biomet representative, (B)(4), has received a copy of this report on behalf of biomet.